Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings which resulted in early sensor retirement. The patient observed measurement deviations between cgm and blood glucose (bg) and provided the below set of examples for review. Date / time / sg value / bg value: a) (B)(6) 2025, 10:16 am, 104, 158 (trend arrow and additional information regarding food or exercise were not remembered by the user). B) (B)(6) 2025,10:04 pm, 137, 223 (trend arrow and additional information regarding food or exercise were not remembered by the user). C) (B)(6) 2025, 12:46 pm, 107, 152 (trend arrow and additional information regarding food or exercise were not remembered by the user). D) (B)(6) 2025, 10:00 pm,129, 198 (trend arrow and additional information regarding food or exercise were not remembered by the user). E) (B)(6) 2025, 05:22 pm,132, 196 (trend arrow and additional information regarding food or exercise were not remembered by the user. A return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the system showed results different from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation, and an RMA was issued for the return of the sensor for further investigation. Upon receipt, a visual inspection showed a minimal portion of the sensor hydrogel missing, which most likely occurred during the removal procedure due to excessive force applied by the removal clamps. This did not affect the functional testing of the sensor, as the majority of the hydrogel remained intact. In-house testing of the returned sensor, along with sensor in vivo data, indicated optical instability, which likely contributed to the inaccuracy observed. This is indicative of an issue with the sensor's internal electronic component. The user was offered a sensor replacement as a resolution. B4. Date of this report: 03 sept 2025. G3. Date received by the manufacturer? 03 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4307.